Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused. In the cardiovascular step-down unit (cvsdu) the patient was on a heparin infusion and the patient¿s anti-xa levels were found to be ¿subtherapeutic multiple times.¿ once the pump was swapped the anti-xa levels ¿increased.¿ the pump was removed from service. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.